Event description:
Following cardiac cath, pt developed tenderness around prosthesis; pt returned to physican; radiographs indicated bipolar component had disassociated; revision to exchange component performed 2002. Original bi-polar shoulder arthroplasty 1999.